Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 538 mg/dl. Customer stated that the alarm was resolved by a complete set change. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. The reservoir and infusion set were not replaced or returned for analysis.